Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty cycler set and the patients peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patients pd culture yielded growth of gram-negative bacilli. Most often gram-negative bacilli are commensal organisms present among normal human intestinal flora. Peritonitis with gram negative bacilli is known to be associated with a breach in aseptic technique during the pd exchange or translocation of bacteria form the gut. The patients pd nurse reported the peritonitis is associated with the patient being in generally frail condition. However, based on the reported information, the cause of the patients peritonitis cannot be firmly established. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the 3 month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient contact reported that a patient on peritoneal dialysis (pd) contacted customer support stating that the patient was experiencing felling full and a pinching sensation in the abdomen. There were no reported issues with the fresenius cycler in relation to the patients symptoms. In additional follow-up, the patients pd nurse stated the patient had symptoms of feeling full of abdominal pain and cloudy pd effluent. As a result, the patient was seen in the outpatient pd clinic (the same day; (B)(6) 2021). Per the nurse, the patient had a pd culture obtained (reportedly with very little pd effluent available) which yield growth of gram-negative bacilli (organism unknown) and was diagnosed with peritonitis. Per the nurse, the patients symptoms of feeling full and abdominal pain were due to peritonitis infection and not any instance of increased intra-peritoneal volume. It was stated the patient was treated on an outpatient basis with antibiotics vancomycin (1 gram) ceftazidime (1 gram) for 14 days intra-peritoneal (ip). Reportedly, the patient is recovering from the event and continues pd treatment with the same cycler without any issues. The nurse indicated the patient did not have any issues with fresenius device, or product in relation to the event. The nurse attributed the peritonitis to the patient being in generally frail condition.

Event description:
A patient contact reported that a patient on peritoneal dialysis (pd) contacted customer support stating that the patient was experiencing felling full and a pinching sensation in the abdomen. There were no reported issues with the fresenius cycler in relation to the patient¿s symptoms. In additional follow-up, the patient¿s pd nurse stated the patient had symptoms of feeling full of abdominal pain and cloudy pd effluent. As a result, the patient was seen in the outpatient pd clinic (the same day; (B)(6)2021). Per the nurse, the patient had a pd culture obtained (reportedly with very little pd effluent available) which yield growth of gram-negative bacilli (organism unknown) and was diagnosed with peritonitis. Per the nurse, the patient¿s symptoms of feeling full and abdominal pain were due to peritonitis infection and not any instance of increased intra-peritoneal volume. It was stated the patient was treated on an outpatient basis with antibiotics vancomycin (1 gram) ceftazidime (1 gram) for 14 days intra-peritoneal (ip). Reportedly, the patient is recovering from the event and continues pd treatment with the same cycler without any issues. The nurse indicated the patient did not have any issues with fresenius device, or product in relation to the event. The nurse attributed the peritonitis to the patient being in generally frail condition.